Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. The information provided indicates the patient "underwent an additional surgery to repair the hernia defect and remove it." It is unclear what "it" is being referred to. At this time it is unknown if any mesh was removed in the (B)(6) 2016 procedure. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this is an addendum to initial emdr submitted (MDR no: 1213643-2017-00321). This supplemental MDR is submitted to report the patient details (dob, age, weight), corrected catalog no. And event details provided in the medical records. About 2 years, 10 months post implant of a ventralex mesh, the patient underwent mesh explant due to hernia recurrence and small bowel obstruction. The explanted mesh was not returned to the manufacturer for evaluation. As reported, there is no malfunction of the device with the information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Corrected field: d4 (product catalog no.). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of an incisional hernia. A ventralex hernia patch mesh was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect and remove it. Patient was injured severely and permanently. It is alleged the patient experienced disability, additional surgical procedure and pain. Addendum per medical records: (B)(6) 2014 - patient with a recent history of incarcerated umbilical hernia repair was diagnosed with a recurrent umbilical incisional hernia and was scheduled for open repair. Per operative notes, the umbilicus was resected off the hernia sac; a ventralex hernia patch was soaked in bacitracin solution and using 0 prolene suture, circumferential bites of the fascia were taken followed by bites through the mesh and back up through the fascia. The mesh was felt to be in good position. The wings of the ventralex mesh were snipped and tacked. (B)(6) 2016 - patient presented with periumbilical pain. CT-abdomen & pelvis showed periumbilical hernia with small bowel obstruction. (B)(6) 2016 - patient underwent exploratory laparotomy, small bowel resection and primary repair of incarcerated umbilical hernia. Per operative notes, ¿we noted a piece of mesh intraperitoneally with a piece of small intestine stuck to the piece of mesh. We removed the mesh using a combination of blunt and sharp dissection. We removed all the mesh that was not heavily incorporated into the fascia. We sharply removed small bowel from the mesh and noted that the small bowel that was previous attached to the mesh appeared worn and did not appear healthy overall¿. A piece of small intestine was resected and the skin was closed with skin staples. (B)(6) 2016 - patient was noted to have fascial dehiscence and underwent exploratory laparotomy, abscess noted revision of small bowel anastomosis with small bowel resection, fascial debridement, and was implanted with a non bard/davol vicryl mesh. (B)(6) 2017, patient underwent recurrent incisional hernia repair using a non-bard/davol prolite mesh with bilateral myocutaneous flaps. Attorney also alleges that the patient experienced abscess, adhesions, obstruction, bowel perforation, hernia recurrence, mesh migration, mesh shrinkage, wound dehiscence, infection, pain and sustained emotional injuries without treatment.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. The information provided indicates the patient "underwent an additional surgery to repair the hernia defect and remove it." It is unclear what "it" is being referred to. At this time it is unknown if any mesh was removed in the (B)(6) 2016 procedure. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for repair of an incisional hernia. A ventralex hernia patch mesh was implanted to repair the hernia defect. On (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect and remove it. Patient was injured severely and permanently. It is alleged the patient experienced disability, additional surgical procedure and pain.